Event description:
On 7/24/97 hemovac drain placed during surgery. On 7/26/97 drain was removed; however, there was a retained fragment. Pt taken to or on 7/26/97 where fragment removed from the right hemicranium.